Event description:
The user received discrepant creatinine results on the cobas c501 for multiple samples from one baby when compared to results from the modular instrument. In one sample, the modular result was 0.97 mg per di and the c501 results was 0.47 mg per dl. One day later, the modular result was 1.17 mg per dl and the cobas c501 result was 0.55 mg per dl. No date of actual testing was provided for these samples. On (B) (6) 2009, another sample was tested and gave a result of 1.01 mg per dl from the modular and a result of 0.50 mg per dl from the c501. On (B) (6) 2009, another sample was tested and the modular gave a result of 0.49 mg per dl and on the c501 gave a result of 0.27 mg per dl. The baby had an operation on the heart and received the medicine dobutrex. No info was provided to determine if any erroneous results were reported or if the baby was treated based on the results. If add'l info is received, appropriate notification will be provided.